Event description:
Minibag plus. Unable to dissolve zosyn powder in vial and to get medication transferred into bag. Minibag plus - baxter lot #18l05g50, exp: 08/2019, piperacillin / tazobactam 3.375 gram vial xgen lot# 1pu17102, exp 12/2019. FDA safety report ID# (B)(4).